Event description:
It was reported that during a mini-invasive spinal procedure at l5-s1, the rod was confirmed not seated on the pedicle screws after the final tightening. The rod was re-inserted by adding a 5cm additional incision. The initial planned surgical time was one and a half hours; it took three hours to complete the procedure. No other complications were reported.

Manufacturer narrative:
(B)(4) (incision enlarged) (B)(4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.